Event description:
Patient was revised to address infection.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to review the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported infection. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.